Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025 around 12:30am, the patient experienced confusion and noticed the cgm was displaying 188 mg/dl while the bg was 505 mg/dl. The patient did not receive any treatment during this time and was taken accompanied by his wife to the hospital. Upon arrival at the hospital, the nurse took a bg but the patient could not recall the bg value but only remembered it was over 400 mg/dl while the cgm was displaying below 100 mg/dl. The patient was treated with IV and 16 units of insulin. The patient was discharged around 5:00am on (B)(6) 2025. Prior to discharge, the nurse checked the patient's bg and it was 200 mg/dl. The patient could not remember the cgm reading during this time. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.